Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during patient care the autopulse platform (s/n (B)(4)) displayed user advisory (ua) 7 (discrepancy between load 1 and load 2 too large). The patient was a (B)(6) male. The ua occurred after the patient was strapped to the platform. The medics realigned the patient, however the ua 7 would not clear. The medics had to revert to manual CPR. No further patient information was disclosed. No additional information was provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll (B)(4) for investigation. Device history record (DHR) was reviewed for autopulse platform (s/n (B)(4)) and no previous related complaints were reported for this autopulse platform (s/n (B)(4)). A visual inspection of the autopulse platform was performed and the bottom cover was observed to be cracked. The autopulse platform is a reusable device and was manufactured on july 2010. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and is unrelated to the reported complaint. A review of the platform's archive data was performed and several user advisories (ua) 7 to have occurred on (B)(4) 2015, rather than on the customer reported event date of (B)(6) 2015, thus confirming the reported complaint. The platform was functional tested and the autopulse exhibited user advisor (ua) 7 (discrepancy between load 1 and load 2 too large) upon powering up. Further investigation indicated that one of the load cells was defective. Replacing the single load cell remedied the ua7. In summary, the customer's reported complaint of the platform exhibiting ua7 was confirmed in the platform's archive data and functional testing which were attributed to a defective load cell. After replacement of the parts identified during visual inspection and investigation, the platform passed all final functional testing criteria.